Manufacturer narrative:
Analysis revealed there was blood accumulation in the connector port zones. The blood in all these areas had a bonding affect between the inside of the connector ports and the silicone lead body surfaces of the lead and also the lead pins. This made the removal of the lead difficult. The v-setscrew was normal and had no effect on lead removal. No device anomalies were found. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connectors at time of implant.

Event description:
During a routine device exchanged, the set screw of the device was unable to loosen. Additional attempts and force was used and the lead was released and connected successfully to a new device. The patient was stable.